Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode. A firmware download was completed and normal function of the device was restored. The patient was stable.